Event description:
12/19/96: initial report from the distributor was that their customer claimed the tip of the catheter "loosened" after cutting. 1/31/97: further investigation revealed that the tip actually separated from the catheter. The dr that performed the procedure believes that the tip remained inside the pt and plans to see the pt later to extract the part.